Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. "Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level was over 500 mg/dl. A correction bolus was delivered to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.